Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Another investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer was given an unspecified third-party treatment of injection for a diagnosis of hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device in use with samsung galaxy z flip4, android 13 and app version 2.8.2.9318 and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer was given an unspecified third-party treatment of injection for a diagnosis of hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink app. The customer reported receiving an error message. The reported issue was investigated and attempted to be replicated. As per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration of samsung galaxy z flip4 device is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with samsung galaxy z flip4, android 13 and app version 2.8.2.9318 and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer was given an unspecified third-party treatment of injection for a diagnosis of hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported receiving a replace sensor error message. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s21 android 13, 2.8.2.9318 and the reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section b5 (describe event or problem) and h10 (additional mfg narrative) were incorrectly updated in the previous report. Correction has been made.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer was given an unspecified third-party treatment of injection for a diagnosis of hypoglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.